Event description:
Boston scientific received information that this right atrial lead exhibited loss of capture during routine atrial threshold test. It was confirmed that the lead had moved from the original implant position. A revision procedure was performed wherein this lead was successfully repositioned and has maintained the revised position to date. The field representative indicated that at the time that loc was discovered there was no report of noise or oversensing; however, a reduced p-wave was observed at 0.4 milliseconds. Asystole greater than 2 seconds was not detected. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.